Event description:
This piece was found broken before checking it in.

Manufacturer narrative:
Examination of the returned device confirms the reported event. A complaint database search identified similar reports against the provided product code. The root cause is attributed to misuse and heavy usage. The engineering analysis revealed the product broke at the weld in the inner threaded rod. The instrument is now discontinued, and the welded design has since been revised to a single-piece construction, per eco253592. This new design eliminates possibility of this failure mode. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.